Event description:
It was initially reported that an empty reservoir pump alarm occurred on (B)(6) 2012. The pump did not stall. No therapy or medical issues were noted. A catheter complication was further indicated in regards to a dye study. A physician felt "most comfortable with exchanging the device system as the patient was to receive a catheter revision already." Drugs delivered via the device were fentanyl, clonidine, bupivacaine and baclofen. It was later reported that the patient had went into withdrawals. The pump and catheter were replaced on (B)(6) 2012. The patient was without injury.

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4), catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).